Manufacturer narrative:
Device evaluation- the battery was returned for evaluation. The battery was placed into a pneupac parapac plus ventilator and the device worked as expected. When tested with a multimeter the battery met with specifications for output. The reported issue was not confirmed.

Event description:
Information was received indicating that a smiths medical 3.6v battery was in use with a pneupac parapac ventilator at pre-use check but would not power on. There were no reported adverse effects.